Event description:
It was reported that after a competitor right atrial (ra) lead revision, noise was noticed on the right ventricular (rv), rv septum lead electrograms (egm). The rv septum lead was removed from the connector port and reinserted five times, only to have noise on the signal. The rv septum lead was tested through the analyzer and no noise was seen. The physician was not sure as to rv septum lead or the implantable cardioverter defibrillator (ICD) had the issue. A new ICD was implanted and the rv septum lead was connected to the ICD and there was no noise, even when manipulating the lead. The rv septum lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.